Event description:
Customer reported device = 299 mg/dl. Customer wnet to the va hosp about 20 hours later. Va device result was not known. Doctor's device =104 mg/dl. No treatment at the va. Nurse advised customers the previous night to take additional diabetes medication. Controls were used however values were not provided. A request was made for return product and replacement product was sent.